Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the distal portion was returned measuring approximately 7.5 inches. The sealed outflow graft conduit was not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed a tissue-like thrombus on the inlet bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. A correlation between the device and the reported infection, right heart failure, and respiratory failure could not be conclusively determined. The account reported the patient was treated with medication. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus, hemolysis, right heart failure, respiratory failure and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4) days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) level reached 1384 u/l and then peaked at 1800 u/l. The ldh enzymes were all high. The patient had been diagnosed and treated for pneumonia. Clinically the patient felt well and the pump parameters were within normal limits. The patient had been hypovolemic and was not on diuretics. The patient was bridged with heparin. On (B)(6) 2017, the patient underwent an emergent video-assisted thoracic surgery due to large pleural effusion that was contributing to respiratory failure. The patient remained intubated and heparin was restarted. Their inr was 1.8 mg/dl and creatinine was 2.5 mg/dl. The patient was showing signs of right heart failure with hypervolemia, elevated bilirubin and was on .4mcg primacor. Dobutamine was then added. The patient also had fevers and was requiring vasopressors and antibiotics. A transesophageal echocardiogram (tee) was performed and the left ventricle did not decrease in size with increased lvad speed. The tee showed clouding in the left ventricle, and there was concern for stasis. On (B)(6) 2017, the pump was exchanged due to suspected pump thrombus. The patient had hematuria in the operating room and blood cultures were positive for gram negative bacteria, which was being treated with meropenem.